Event description:
The customer reported the system would not display images. The fse noted that both of the monitors were not working. This issue would prevent the live image from being viewed. There was no patient injury or death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The interconnect cable was replaced during the service call. The system was tested and found to be working as intended and put back into service.